Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the radial artery. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex (cx) artery. The lesion was dilated with a 3.5mm apex balloon at 12 atms. The 4.0x16mm ion stent was then advanced but was unable to cross the lesion. Upon removal, it was noted that a stent strut was lifted. The procedure was competed with another device. There were no patient complications reported and the patient status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).